Manufacturer narrative:
Additional information was added to d9. H3, h4, h6 and h10. H4: device manufactured on june 19, 2023- june 21, 2023. H10: the device was received for evaluation. Visual inspection via the naked eye was done which observed fluid inside a bag that contained the unit which suggested leak had occurred. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing causing the breakage to occur. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked and the solution flowed into the cover bag. Upon inspection the flow restrictor was found to be loose. This was discovered during unpacking of the transportation box. There was no patient involvement. No additional information is available.